Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of being unable to secure a lead with the rv set screw was confirmed in the laboratory. The rv set screw bore had excess epoxy at the bottom, which is believed to have prevented the set screw from tightening all the way and prevented the set screw from securing the lead.

Event description:
It was reported during device change out for normal eri, when the chronic lead was connected to the new device, the physician was unable to secure the lead into the header. The device was not implanted and was replaced.